Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the patient underwent a successful stent implant for a transient ischemic attack (tia) of the right vertebral artery. Approximately 3 months later, the patient experienced stenosis at the treated vessel. No additional treatment was performed as the patient did not have any symptoms. The patient's current condition was reported as recovered. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, restenosis is a known risk associated with endovascular procedures and is noted as such in the device instruction for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent a successful stent implant for a transient ischemic attack (tia) of the right vertebral artery. Approximately 3 months later, the patient experienced stenosis at the treated vessel. No additional treatment was performed as the patient did not have any symptoms. The patient's current condition was reported as recovered. No further information is available.